Event description:
It was reported that during central processing, it was identified that the fenestrated bipolar forceps (fbf) instrument was received with a broken cable. It was confirmed that the cable broke during a da vinci assisted benign hysterectomy procedure. A fragment fell into the patient and was retrieved during the same procedure. The procedure was completed. No post-operative test was performed. No additional procedure was required, and there were no post-operative complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps (fbf) instrument was analyzed and found to a broken grip cable at the distal end. The cable was fully broken. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.